Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
The customer reported a pt suffered a nose bleed after having a temperature probe inserted nasally. It was reported that the pt required an ent doctor consult to treat the nose bleed. No add'l info was provided.